Event description:
A patient in the (B)(6) was undergoing continuous renal replacement therapy (crrt) via a gamcath gdhk-1115 vascular access catheter. Reportedly, the user observed blood leaking from a hole near the pinch clamps on the catheter. The blood loss was estimated to be10-15 ml. The patient was hemodynamically stable and the treating physician decided to discontinue crrt and removed the gamcath.